Event description:
My father who is (B)(6) years old has had a trach tube for some 3 years. We have always used trach tubes by shiley as this was the only brand available at (B)(6), from where we buy the needed trach tubes. The tubes we have used so far are shiley brand cuffed fenestrated as well as non fenestrated both with inner cannulas in sizes 6 and 8. The tubes are also known as 6fen and 6lpc and 8lpc. All was well for about 2 1/2 years then we observed that the color of the air filling valve of 6fen trach tubes changed from translucent whitish to blue this is when the air leak from the cuff started. Presently my father has a 8lpc through which he is connected to his home vent. The air leak is so bad that the cuff needs to be filled every 5 to 15 minutes, for proper ventilation we have to maintain cuff pressure between 22 and 32 as per the portex cuff pressure measuring device. Would you kindly look into this important matter at your earliest as this could cause serious under ventilation or possibly trachea damage. Thank you. (B)(6) phd.